Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: during what kind of procedure was the device used? How was the device removed after it failed to fire? How was the procedure completed? The procedure was a sleeve gastrectomy and they tried the red button and it didn¿t work. When they tried the red button did they also squeeze the firing trigger to move the knife backwards to the home position? Yes according to the theatre sister who was scrubbed she is fairly certain they did. The device was cut off the tissue. A new instrument was used to finish the case.

Event description:
It was reported that during an unknown procedure, the gun closed but failed to fire. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.